Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If add'l info becomes available, it will be submitted in a supplemental report.

Event description:
It was reported that, "hospital ordered 2, 10 packs of simplex p with tobramycin and one single dose was broken. Hospital has discarded the broken dose."